Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the sample appears typical. The rotator knob appears to be slightly separated. The product appears used. Biological material is present on the inside of the jaws. No other defects or anomalies were observed. (B)(4) for investigation photos. A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged to load a clip. However, no ratchet sound was heard indicating that the internal ratchet ears may be damaged. In spite of the damaged ratchet, one clip was able to load, close, and release from the jaws of the endo5 with no difficulty. Three clips were left in the applier indicating that the end user fired 12 clips. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of clip not loading properly could not be confirmed based upon the sample received. The returned sample was able to load and apply clips when properly handled. However, the returned sample was found to have broken internal ratchet ears which could affect the end user's ability to load and apply clips. This type of damage can be caused when the trigger is manually pulled open before complete engagement of the trigger has occurred. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Only 3 clips remained in the cartridge indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
Alleged event: the device would not load appropriately inside the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500436, investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device would not load appropriately inside the patient. The patient's condition was reported as fine.